Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, a tack was deployed successfully. However, during removal, the tes got stuck on a 0.014" non-philips guidewire and had to be removed as a system. The procedure was completed with a new guidewire in order to deliver a balloon for post dilation. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
The patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Patient information regarding relevant tests/laboratory data or medical history are unknown. The tes catheter was returned intact to a 0.014¿ non-philips guidewire. Visual inspection of the catheter found no unusual characteristics of the device. Visual inspection of the guidewire found a slight kink. During functional testing, an attempt to dislodge the guidewire from the catheter was unsuccessful. The root cause could not be established since the guidewire could not be dislodged from the catheter. A review of the lhr and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d4: unique identifier (UDI#) updated to include full UDI number. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.